Event description:
Pt underwent surgery 9/11/98. Physician removed stitch & tried to remove jvac 9/17/98. No instrumentation used. Tubing broke and left portion in pt, physician statement "broke at narrow & wide part"